Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported that they had ¿a lot of early crashes of batteries,¿ which led to numerous rescheduling of hcp surgery time to fit these people into surgery to avoid or reduce the amount of time each patient was without stimulation. The hcp was looking for an app that can be used to estimate battery longevity in the clinic as she did not want to be calling into the manufacturer for every patient. The hcp also noted that they were not seeing the patient¿s getting three months from an elective replacement indicator (eri) or end of service (eos) message being seen. There were no associated symptoms.